Event description:
Procedure type: unknown. According to the reporter: post surgery cerebrospinal fluid (csf) leaks resulted in an infection. The surgeon had to re-operate on the patient.

Manufacturer narrative:
(B) (4). (B) (4). The duraseal IFU states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles." Bench top testing has shown that duraseal does not support microbial growth.